Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that it took them 8 to 10 hours to charge their implantable neurostimulator (ins) and it wasn't charging or anything. They had undergone numerous changes in their settings previously. A CT scan was performed and the patient's doctor noted that some of the leads had fallen, and one of them was broken. They also thought the ins battery was having problems so the entire system was replaced to resolve the issues. There were no falls or trauma associated with this event. These issues occurred in 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.